Event description:
Customer reported the system displayed a communication error and will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards. System operates as intended.